Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. The lead was replaced and was never in service. No adverse patient effects were reported. Additional information indicated that this lead was unable to be placed due to anatomy difficulties. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm difficult-to-position allegation based on visual inspection that showed deformed coils/outer insulation and stylet insertion test failed approx. 860mm from the terminal end this damage could have led to or have been a result of placement difficulty. Further, unintended use error was selected based on the analysis finding of induced damage (deformed coils). The observed damage is not deemed to indicate a product defect or malfunction. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. The lead was replaced and was never in service. No adverse patient effects were reported. Additional information indicated that this lead was unable to be placed due to anatomy difficulties. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. The lead was replaced and was never in service. No adverse patient effects were reported.